Event description:
Patient had a syncopal episode occur while rv threshold testing was performed during a routine follow-up interrogation. Rv threshold test was set to a starting amplitude of 4.0v and a pulse width of 0.4ms. Patients permanently programmed settings for rv were an amplitude of 3.6v and pulse width of 0.4ms. The rv threshold test was set to decrement by one pulse and then return to starting amplitude of 4.0v at pulse width of 0.4ms. During the rv threshold test the renamic programmer froze while at an output less than capture threshold and patient had a sudden loss of consciousness and began to seize. The screen on the renamic programmer was unresponsive to input until the physician removed the programming head and broke telemetry with the device. The programmer was set to print results during testing and was also connected to an external printer. After rebooting the programmer the device was re-interrogated and all permanently programmed settings and parameters were normal. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The inspection of the log data confirmed that a manual ventricular threshold test was performed as part of the follow-up on (B)(6) 2022. During the threshold test the pacing amplitude was initially selected manually and further successively reduced by using the button: reduce test amplitude. At 09:26 am communication between the programmer and the pacemaker was interrupted. Further thorough analysis of the pacemakers device data showed a normal and as expected device behavior. There was no indication of any device malfunction. Should further relevant information become available, this investigation will be updated.